Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis, manifested by cloudy pd effluent, fever and abdominal pain. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for the event. The same day as peritonitis onset, the patient was treated with injection vancomycin (1gm every 4th day, intraperitoneal, ongoing) and injection ceftazidime (1.5gm once daily, intraperitoneal, ongoing) for peritonitis. On an unknown date, the patient recovered from the peritonitis. Pd therapy was ongoing. No additional information is available.